Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10may2019. During troubleshooting the gas delivery system assembly found defective u1 on the air flow sensor printed circuit board assembly generating the air flow average air display reading to -1.2 lpm and the o2 flow analyzer reading to 2.6 lpm. The u1 and eeprom u2 that contains the sensor calibration data was replaced on the air flow sensor printed circuit board assembly.

Event description:
It was found during investigation that the returned gas delivery system failed the air flow accuracy test. The ventilator was not in use on a patient at the time of the event occurred.

Manufacturer narrative:
Date rec'd by MFR: 08apr2019. Gas delivery system (gds) was received for evaluation without the oxygen solenoid valve. There were no signs of damage or contamination during visual inspection. After testing, it was determined that the defective u1 on the air flow sensor printed circuit board assembly (pcba) caused the air and o2 flow accuracy test to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.